Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image output failure, electrical contact corrosion, free lock lever corrosion, scope mount corrosion, main body water damage, connector dent. A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction. About the corrosion there is no cause established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had cord disconnection, and the image was not displayed. The event occurred during set up / inspection for use. There were no reports of patient involvement.